Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set tubing disconnected from the last injection port. This event occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection showed that the tubing had been pulled out of the bottom y site. The remaining solvent bonds were then pull tested with no failures noted. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.